Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-17. H6: investigation summary customer returned a single syringe with 0.3ml graduation markings. No other identification was returned. The thumbpress has broken off from the plunger rod. The break is shortly into the length of the plunger rod at its grooves where it is thinnest. The break is not clean and the plunger rod is slightly warped in one direction, indicating the rod was not cut but forced to break at its thinnest point. This may have happened if the thumbpress was twisted, torqued, or otherwise had forces applied to it during use, causing it to break. A review of the device history record was completed for batch # 0349881 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the thumbpress breaking. The root cause of the thumbpress breaking off may be accidentally twisting or otherwise applying high stresses to the plunger rod. H3 other text : see h10.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 6mm s/c u-100 relion thumb press was broken. The following information was provided by the initial reporter : the consumer reported that the thumb press on the plunger rod was broken. Date of event: (B)(6) 2021. Samples: available.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 6mm s/c u-100 relion thumb press was broken. The following information was provided by the initial reporter : the consumer reported that the thumb press on the plunger rod was broken. Date of event: (B)(6) 2021. Samples: available.